Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve through a direct aortic approach, an echocardiogram revealed an aortic dissection, reported to be caused by an 18fr gore sheath . A sternotomy was performed and a graft was implanted in the aortic root. The valve was removed to access the area behind it for the graft and a non-medtronic surgical aortic valve was implanted. No additional adverse patient effects were reported. Pe (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).